Event description:
It was reported that the stent graft allegedly failed to deploy. The device had reached the target; however, when the physician attempted to deploy, the stent graft only about 1/4 of the stent graft was deployed. The device was removed from the pt without any complications. The procedure was completed with a competitor's device. There was no injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The product has been returned. The eval is currently underway.